Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that at 1534, the nurse administered gentamicin for 10.4ml/hr with a concentration of 2.4mg in 1.2ml. They reported that the infusion is incomplete in rover and must manually program the pump. However in epic it is not showing incomplete as it seems they paused the medication twice at 1547 on 22jan2025. The customer asked their clinical engineering to pull the event logs and can see the nurse had almost 2 pages of just clicks on the pump at 1547. Also it was mentioned that the ordered rate was "10.3" but the nurse gave "6.3" and commented there was a ¿pump error, rescanned, med infusing at ordered rate¿. There was patient involvement but no harm. It was noted that there was also a dextrose 10% infusion infusing at 7.7ml/hr.

Event description:
It was reported by the customer that at 1534, the nurse administered gentamicin for 10.4ml/hr with a concentration of 2.4mg in 1.2ml. They reported that the infusion is incomplete in rover and must manually program the pump. However in epic it is not showing incomplete as it seems they paused the medication twice at 1547 on (B)(6) 2025. The customer asked their clinical engineering to pull the event logs and can see the nurse had almost 2 pages of just clicks on the pump at 1547. Also it was mentioned that the ordered rate was "10.3" but the nurse gave "6.3" and commented there was a ¿pump error, rescanned, med infusing at ordered rate¿. There was patient involvement but no harm. It was noted that there was also a dextrose 10% infusion infusing at 7.7ml/hr.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the user error report was confirmed during the investigation. The infusion rate was reported to be 10.3ml/h, however the log review confirmed that the rate was reprogrammed twelve minutes after to 6.3ml/h and allowed to infuse for thirty (30) minutes. The root cause of the connectivity issue report was not confirmed or replicated during the investigation. The returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing.